Event description:
Optical module, model om-2, was reported by customer as having the svo2 drifting. Customer stated that-starts and stops- gives intermittant numbers - change om2 everything works. No patient injury was reported.

Manufacturer narrative:
An edwards electronic technician evaluated the optical module and found that the cable pin was bent/broken. The service history record was reviewed, and all manufacturing requirements were met.